Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results on a coagucheck xs meter serial number (B)(4). At 2:40 pm the meter result was >8.0 inr. At 2:42 pm the meter result was 5.1 inr. The customer did not believe either of the meter results. The customer's therapeutic range is 2.5-3.5 inr.